Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy from the implantable cardioverter defibrillator (ICD) device which accelerated the rhythm to a true ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.